Event description:
Device issue: difficult to remove and damaged locator wings. Adverse event: claudication and surgical intervention. Onset of adverse event: during vessel closure. It was reported that during attempted arteriotomy closure of the common femoral artery using the starclose se after an unspecified procedure, the pt experienced pain. The pt reportedly has a small artery and the starclose se device was difficult to remove. After removing the starclose se device, the locator wings were found to be damaged (bent). The pt was taken to surgery and a skin graft was done. There were no reported adverse pt sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.